Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of chron's is considered an unexpected adverse drug experience. Event of nodule is addressed in the labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 1 syringe of juvéderm vollure¿ xc in the left and right nl folds. About 2 weeks later, patient was injected with 1 syringe of juvéderm voluma® xc in the left and right upper cheek along the cheekbone. About 2 weeks later, patient was injected with another syringe of juvéderm voluma® xc in the left and right cheek. Approximately 6 months later, patient reported to the injector that they developed a ¿grape size ball¿ in the nlf about a month earlier. Hcp reported the nodule from the first juvéderm voluma® xc injection ¿migrated above nlf on right side of face only.¿ patient was treated with multiple rounds of hylenex and symptoms eventually resolved. Hcp also reported the patient neglected to inform them of their history of hashimoto¿s and their new diagnosis of chron¿s (both deemed not device related). This is the same event and the same patient reported under MDR ID # 3005113652-2020-00001 (allergan (B)(4)) and MDR ID # 3005113652-2020-00002 (allergan (B)(4)). This MDR is being submitted for the second juvéderm voluma® xc injection.